Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information regarding the patient and the device has been requested.

Event description:
Literature: molon g, perrone c, maines m, et al. ICD and neuromodulation devices: is peaceful coexistence possible? Pacing and clinical electrophysiology: pace. Jun 2011;34(6):690-693. Doi: 10.1111/j.1540-8159.2011.03036.x. Summary: the authors investigated the potential cross-talk between implantable cardioverter defibrillator device (ICD) and implantable neuromodulation device (ind) during the implantation procedure and the ventricular fibrillation induction test and in daily life. When implanted contemporarily with sacral or spinal neurostimulators, cardiac devices appear to be safe, as confirmed by the appropriate detection and interruption of arrhythmic episodes. On the other hand, neuromodulation devices could be temporarily or permanently damaged by multiple ICD discharges. It is recommended that the neurostimulator be interrogated after an ICD shock, in order to check the state of the device. Reportable event: the authors report on a (B)(6) male who underwent implantation of a scs in 2003 to treat drug refractory, severe left leg pain secondary to failed back surgery syndrome. A year later, the patient was cardioverted because of poorly tolerated ventricular arrhythmias and underwent implantation of a dual-chamber ICD. Three months after ICD implantation, the patient went to the emergency room because of multiple shocks, and reported that he could no longer feel the effect of the spinal cord stimulation. ICD interrogation revealed 24 shocks delivered in 2 hours because of t-wave oversensing during supraventricular tachycardia; defibrillator sensing was changed in order to avoid t-wave oversensing. When the scs was interrogated, the device was in a 'party' power on reset condition, which meant that the electromagnetic field generated by the ICD shock had not permanently damaged the device or the integrity of the circuit and that it was possible to reprogram the device again. On a 5-year follow-up examination, no adverse events or arrhythmic appropriate or inappropriate episodes were reported. The scs and the defibrillator did not interfere with each other anymore.